Manufacturer narrative:
Manufacturer's investigation conclusion: the event of the mobile power unit (mpu) beeping was able to be confirmed. The mpu (serial number: (B)(6)) was returned for analysis, and a log file was submitted for review. A review of the submitted log files showed events spanning approximately 9 days ((B)(6) 2021 per timestamp). The pump fixed speed and low speed limit (lsl) were set to 5600 rpm and 5300 rpm, respectively. The pump was able to maintain speeds above the lsl throughout the log file. Power cable disconnect alarms were active while on the mpu that did not occur during power source exchanges. The alarms were intermittently active on (B)(6) 2021 at 17:58:47 ¿ 17:59:12. The alarms seem to be true power cable disconnect alarms; however, the alarms occurred briefly and cleared shortly after activating. No external power alarms were active on (B)(6) 2021 at 19:03:40 ¿ 19:03:50 and 19:43:57 - 19:44:12 while the controller was connected to the mobile power unit (mpu). The alarms did not occur during power source exchanges and cleared shortly after activating. The backup battery was able to provide power to the system during the alarms. There were no other notable alarms active in the log file. Pump operation was not affected. The mpu was returned for analysis to the service depot and was evaluated and tested. It was noted that intermittent alarms occurred when manipulating the patient cable. The patient cable was replaced and the alarms were resolved. The unit was allowed to run for several days without issue. The mpu and the v-lock power cord were returned to the customer. The patient cable was forwarded to product performance engineering (ppe) group for further analysis. The returned patient cable underwent further testing by ppe. The patient cable was inserted into a test mpu and when manipulating the patient cable, the mpu began to beep. There were no alarms active on the system controller. The patient cable underwent continuity testing and the black wire was noted to significantly increase in resistance when manipulating the patient cable. The patient cable was cut open in order to inspect the condition of the conductors, the black wire was found to be kinked. Although no current leakage or open wires were found, there are signs of conductive breakdown and pinched wires which may have contributed to the reported event. The root cause of the reported event was conclusively determined to be caused by wire damage. The no external power alarms recorded in the log file were due to the stated event of the patient unplugging the mpu from the outlet. The alarms continuing on the mpu after it was unplugged from the outlet, while still being connected to the controller, are by design. Incidental findings: wire damage. Heartmate iii instructions for use, rev. C, section 2 entitled ¿system operations¿ and heartmate iii patient handbook, rev. C, section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ heartmate iii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook, rev. C, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. Heartmate iii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power and power cable disconnect alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the mpu (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer on 28dec2020 via customer order number: (B)(4). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer reference number: 2916596-2021-05419. It was reported that the mobile power unit (mpu) alarmed when connected to the patient and continued to alarm when disconnected from the patient and unplugged from the wall. There were no alarms when on battery power. The patient was instructed to remain on battery and to come back to the hospital for a new mpu. There was a suspicion of a short on the mpu. The patient cord had several big kinks; which were believed to have had caused the alarms. The mpu was replaced. Additional information revealed that the log file captured no external power events on (B)(6) 2021 at 1903 and at 1943 on the new mpu.